Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The incident appears to be an unfortunate accident. The most likely cause of the event is as stated in the event that, "the butterfly needle safety did not fully engage". This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the staff member while using the acp kit; the butterfly needle safety did not fully engage, causing the staff to get pricked by the needle. Representative was not present. The staff member was already completed with the blood draw when the injury occurred.